Event description:
It was reported that the patient underwent umbilical hernia repair procedure on (B)(6) 2015 and mesh was implanted. Following the procedure, the patient experienced post-operative wound infection. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.